Event description:
Pt sustained a perforation two months after a procedure. Multiple clip fixing devices were used in the procedure to control the bleeding from a dieulafoy's lesion within the stomach. The pt returned to the hosp with a complaint of abdominal pain two months therafter. The pt was taken to the emergency surgery, and prior to the surgical exploration, a retained clip fixing device was discovered within the region of the gastric perforation.